Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of sinusitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of sinusitis, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected in the cheeks with juvéderm voluma® xc. A month after injection, patient experienced a "reaction in the eye" and was treated with unspecified treatment. The next month, patient experienced sinusitis, deemed not related to the injection. Approximately two weeks later, patient reported induration. Patient was treated with arnica and bromelain. Patient saw a different hcp who diagnosed with hyper reaction. Patient was treated with prednisone 4mg daily for 5 days and then 20mg prednisone daily. Symptoms improved on one side while the other remained red.